Manufacturer narrative:
Pump received with cracked case at display window corners, battery tube threads, reservoir tube, broken reservoir tube lip, minor scratched display window.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had broken parts in the reservoir compartment. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.